Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a manufacturer¿s representative regarding a patient who was receiving lioresal (2000 mcg/ml at 149 mcg/day). The lioresal lot number and other medications that the patient was taking at time of the event were unable to be obtained. The patient¿s medical history was noted as cerebral palsy. The pump¿s indications for use (ifus) were noted as intractable spasticity and head/brain injury. It was stated that the patient reported a bad taste in her mouth since pump replacement due to the elective replacement indicator (eri) on (B)(6) 2016. The patient¿s mother also reported an episode of psychosis approximately 72 hours after surgery. The pump dose was decreased from 149 mcg/day to 96 mcg/day on (B)(6) 2016 and the patient experienced increased spasticity after the dose decrease was programmed. The hcp increased the pump dose to 120 mcg/day on (B)(6) 2016. The patient¿s status at the time of the report was reported as alive with no injury and it was noted that it was unknown whether the issue had resolved at the time of the report. Follow-up was conducted for the causes of the reported symptoms and the resolution status. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the hcp. The hcp noted that the psychosis event was an exacerbation and not likely due to the pump. When asked for the cause of the increased spasticity after dose decrease, the hcp indicated that the patient was less spastic and seemed to be getting too much medication. The patient had improved at the (B)(6) 2016 visit.